Event description:
The user expressed dissatisfaction with the sound quality despite programming adjustments and felt that progress had regressed. In situ testing showed 2 affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced a decrease in hearing benefit. However, no device failure was found explaining the reported issues. In addition, in situ measurements show two channels involved in a short circuit and two disabled channels, however the available eight channels should have given sufficient hearing benefit. The short circuit could not be confirmed, and the 2 other disabled channels were found to be due to no auditory perception.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user expressed dissatisfaction with the sound quality despite programming adjustments and felt that progress had regressed. In situ testing showed 2 affected channels. The user was re-implanted on (B)(6) 2024.